Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device, product code: 04.045.036ts, lot number: 49039p9, it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 04 feb 2025, manufacturing site: jabil grenchen, expiry date: 01 jan 2030. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery with the tfna. The surgeon used a tfna short nail9×125 on a trochanteric fracture. When the surgeon was drilling for distal locking, the drill interfered with the nail. After fixing with a blade using a proximal augmentation, the surgeon said that when he shook the device, the contact point between the nail and the blade rattled. The entry was also slightly off, causing the nail to bend, and although the medullary cavity diameter was about 15 mm, another doctor said that the rattling was probably due to the movement of the 9 mm nail within the medullary cavity. In the end, the angle was adjusted slightly, and after the drill, the screw and end cap were inserted to finish the procedure. The surgery was completed successfully with no delay. No further information is available.